Event description:
Customer reportedly received results of 110 mg/dl and 358 mg/dl within 10 minutes on the same device. Customer also states there is a piece missing from the nose cover of the device and the nose cover is not properly secured. No symptoms of high blood glucose. No action was taken based on device results. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.